Event description:
Caller reported that the pump battery would not charge, resulting in the pump shutting down. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace the pump and the customer agreed to use mdi as a backup insulin therapy. The customer was instructed on how to return the faulty pump and understood the process.